Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the returned device did not identify any issues that would have contributed to the reported pump pocket infection. A specific cause for the reported infection could not be conclusively determined through this evaluation. It was reported that the patient¿s heartmate ii was explanted due to a known pump pocket infection. The pump was returned assembled with the driveline severed approximately 10.5 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists pump pocket infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's pump exchange due to hemolysis was reported under MFR# 2916596-2019-05458. The referenced of the patient's multiple admissions for infections were reported under MFR# 2916596-2020-03587 for the (B)(6) 2020 event and MFR# 2916596-2020-03590 for the (B)(6) 2020 event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient with a known pump pocket infection presented on (B)(6) 2020 with infection confirmed as enterobacter cloacae complex, staphylococcus epidermidis. Additional information reported that multiple post vad complications including ischemic bowel status post right hemicolectomy and end ileostomy, hemolysis requiring pump exchange on (B)(6) 2019. The patient had non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) with ICD shocks, enterococcus bacteremia in february 2020 with a mobile density in ICD lead (treated medically), and recent enterococcus wound infection status post recent pump pocket exploration, debridement, and wound packing on (B)(6) 2020 presents from home for repeat pump pocket exploration given increased drainage from abdominal incision. The patient was previously discharged home on (B)(6) 2020 with six weeks of IV ampicillin with PICC line with plans to switch to oral amoxicillin following IV ampicillin scheduled to finish on (B)(6) 2020 with wound vac changes and international normalized ratio (inr) draws per home health nursing. However, while patient was at home, the patient¿s wound vac was discontinued by home health nursing, but patient noticed a new abdominal wound near the previous wound that continued to drain large amounts of mucoid bloody drainage. The patient was seen by a doctor on (B)(6) 2020 who recommended admission for repeat pump pocket exploration on (B)(6) 2020 however, on admission, inr supratherapeutic greater then 3, and continued to rise despite holding coumadin. Therefore, the decision was made to discharge patient home, with plans for the patient to return for direct admission when inr is below 2. The patient presented to the hospital as a direct admit for surgery scheduled. The patient denied pain at wound site, chest pain, shortness of breath, cough, congestion, nausea, abdominal pain, fever, chills, le edema. On (B)(6) 2020, the patient underwent a heartmate 2 explant, washout and centimag placement along with antibiotic treatment and sterilization. On (B)(6) 2020, the patient was exchanged to a heartmate 3.